Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The low-energy shocks were not caused by a device malfunction. It is likely that the low energy treatments resulted from the therapy electrodes not being in contact with the patient's skin due to hospital staff resuscitation attempts.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the ER and conscious at the onset of the event. The lifevest treated the patient five times during the event. At 17:41:13 the patient degraded to vt (150 bpm) before transitioning to a slower idioventricular rhythm (80 bpm). The patient was not in vt long enough for the lifevest to complete the detection and treatment sequence. At 17:42:28 the patient again degraded to vt (160 bpm), and CPR was initiated by hospital staff. The patient was in vt for approximately two minutes, but CPR artifact and intermittent response button use by hospital staff prevented the lifevest from delivering a treatment during the event. The lifevest delivered two treatments at 17:54:39 and 17:55:03. The rhythm at the time of the treatments is unknown because it was obscured by CPR artifact. The CPR artifact contributed to the false detections. The patient was in vt (160 bpm) at 18:03:16, and hospital staff externally defibrillated the patient at 18:03:36. The hospital defibrillation pre-empted any potential lifevest defibrillation. The lifevest delivered three treatments during vt between 18:06:39 and 18:07:39. The energy level of the three treatments was 7j and the vt was not converted by the treatments. It is likely that the lifevest therapy electrodes were not in contact with the patient's skin at the time of the treatments, likely due hospital staff opening the lifevest garment to perform their own resuscitation attempts. Hospital staff again defibrillated the patient at 18:10:07, and the defibrillation converted the arrhythmia to sinus tachycardia. CPR continued until the lifevest electrode belt was disconnected at 19:03:56. The patient was in bradycardia at the time the electrode belt was disconnected.